Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken cable was noted after the instrument was cleaned and sent to the clean side of central processing. It is unknown when this break occurred. There were no reports of any fragments falling while in use. The patient did not return to the hospital for any post-surgical complications related to retention of foreign material.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported during central processing that the large suturecut needle driver had a broken cable. There was no report of patient involvement.